Event description:
It was reported that on (B)(6) 2022, a 35mm amplatzer multi- fenestrated septal occluder cribriform was implanted into a patient. Sizing of the device was determined by transesophageal echocardiography. During the deployment, the patient reflexively coughed, causing part of the right disc to cross the patent foramen ovale tunnel. It was attempted to move the device back into position using a lasso, but the device embolized into the left ventricle. The patient was brought to surgery and the device was removed, and the patent foramen ovale was sutured. The patient is reported to be stable and recovering. The patient remained hemodynamically stable throughout the procedure. No additional information was provided.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolism was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. One video which showed the patient's defect prior to the attempted device implant was received. Information from the field indicated that patient coughed during the release of the occluder, and then device migrated, which could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.